Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. The subject product was returned for evaluation and evaluation has been completed. Upon visual and performance evaluation of the subject part(s), it was found that the insertion ramp exhibited burrs, likely from wear and tear. A video clearly showed the sales representative using incorrect hand positioning when demonstrating operation of the device. The device has been replaced. A "tips and tricks" document was provided to aid in the proper use of the device and several phone conversations were held with the sales representative to further discuss proper use of the instrument.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a surgery took place during which the t-handle on a modular anterior insertion ramp seized up and was difficult to turn causing the instrument and the implant to rotate within the patient's disc space, resulting in a hairline fracture in their vertebral body. However, the doctor inserted a plate for increased stability adn fixation and was able to completed the case successfully using the fixed inserter.